Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens of -11.0/1.0/74 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. In a subsequent surgery later that day, the lens was exchanged for a shorter length lens due to excessive vault..the exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).